Event description:
The customer contact reported a delay in critical therapy following a leak. It was reported that the vial was filled with 1500mcg of fentanyl and was loaded into an unspecified pt controlled analgesia pump. No specific pump programming was provided. After an unspecified length of time, solution leaked from an unspecified location from the vial. It was reported that the vial was replaced and the therapy was resumed. The customer contact indicated that the pt experienced "inadequate/insufficient pain management." No specific details were provided; however, no medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The lot number of the device that was in use is unk. A device from one of four possible lot numbers (plots) was received. The possible lot numbers are 81249r1, 93640r1, 02389r1, and 05133r1. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.